Manufacturer narrative:
D9: 24-jan-2025. H3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device thermistor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device thermistor, return tube and membrane switch were replaced.

Event description:
It was reported that the device "has throwing disposable alarm". There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.